Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the patient-device interaction problem was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 75-year-old female patient with a past medical history of coronary artery bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was bleeding at the impella site with the 14 fr peel-away sheath left in place. There was pink-tinged urine noted at p-9. No hemolyzed blood labs. After 4 days and 18 hours on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 2.4 l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hematuria may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 health effect - clinical code e1302 is no longer applicable to this report. H6 medical device problem codea24 has been updated to a01.